Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) the wire of the single use subject device was about to break, and the insulation of the wire was observed to be hanging down. This was observed in ten (10) cases previously. Each procedure was completed after a delay of three minutes with a similar device. There were no reports of patient harm.

Manufacturer narrative:
B5: updated with procedure information. H4: (B)(6) 2023.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) the wire of the single use subject device was about to break, and the insulation of the wire was observed to be hanging down. This was observed in ten (10) cases previously. Each procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.